Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective main board for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.